Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed as a suture separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the material separation and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely an interaction with patient anatomy or the suture pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure. Reportedly, when the plunger was pulled in step 3, no suture came out. A new proglide device was used to achieve hemostasis. Another proglide device was used successfully in the left common femoral artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.